Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. There was no button error alarm. The insulin pump was received with minor scratched display window, and a cracked case at display window corner.

Event description:
It was reported that the insulin pump alarmed for a button error. No blood glucose reading was provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.